Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2014, due to pain. The modular head component was removed and replaced. Additional information provided in patient medical records indicates the left hip revision on (B)(6) 2014 was due to pain, leg length discrepancy, and metal hypersensitivity. The patient¿s operative report noted fluid and metal stained joint capsule. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This event was also reported on medwatch number 1825034-2014-03210.

Event description:
It was reported, patient underwent total hip arthroplasty on (B)(6) 2008, and a revision procedure on (B)(6) 2014, due to pain. The modular head component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿